Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date unknown when drainage of wound began. Additional product code: hrs. The patient was reported to have wound drainage requiring revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a patient had a hardware removal on (B)(6) 2018 due to a draining wound. It is unknown when the devices were implanted. It is unknown if there was a surgical delay. Patient and surgical outcome is unknown. This complaint involves eight (8) devices. This is report 1 of 8 for (B)(4).